Event description:
The customer stated that the urine phosphorus control values, run on the architect c8000 analyzer, have been running higher than the laboratory established/peer group range. The customer stated that serum phosphate control values are in range. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.